Event description:
It was reported that water leaked through the toga as they were irrigating during a total knee procedure. It was discovered after the procedure that water mixed with blood had soaked through the toga onto the user's stomach and waistline. There was no treatment given to the user as a result of the incident.

Manufacturer narrative:
The product was discarded by the account so the lot # is unk. The failure was not confirmed because the product was not returned for investigation. The root cause cannot be determined at this time.